Event description:
The autovent 4000 with CPAP was checked prior to putting into service. It was found that the unit failed to deliver a breath but did function once the manual breath button was activated.